Event description:
It was reported that "the cartridge is not delivering insulin". There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support in response to this issue.